Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported by an unknown reporter from a health care facility, that between (B)(6) and (B)(6) 2025, at least (B)(4) patients had developed a skin reaction. This mr was to document the event for patient (B)(6). Per documentation, it was reported that the patient experienced a skin reaction with pain, scar, and irritation, covering an unknown part of the skin, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. It was stated that the patients required the need for unspecified antibiotic treatment, barrier cream, and nasal sprays. It was understood that this treatment applied to all (B)(4) patients. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).